Event description:
Same case as 6000093-2006-01235. It was reported that 21 months after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, severley tortuous, 30mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x32mm drug eluting stents in the target lesion. The guidewire was advanced distally in the rca utilizing a 3.0x20mm marverick balloon with adequate antegrade flow restored. The patient did develop transient bradycardia and required additional fluids and IV atropine. It was elected to proceed with placement of a gtaxus express2 8.8% 3.5x32mm drug eluting stent in the rca. The stent would not initially cross. The catheter was then exchanged for a 3mm maverick balloon and additional dilatation performed. This was inflated to a maximum of 12 atm. The taxus stent was then positioned and deployed. The catheter was exchanged for a 3.5x20mm quantum balloon, which would not cross into the stent. Post dilatation was then performed utilizing the 3.0 maverick balloon with dilatation performed. This was exchanged for the 3.5x20 quantum with post dilatation performed. Angiography erevealed residual vessel lesion or dissection just distal to the stent. This was treated with a second 3.0x8mm taxus express2 stent which was positioned just disally overlapping the more proximal stent around 2mm. Post dilatation was performed with the stented segments. An excellent angiographic result was felt to have been achieved. There were no reported complications. The patient was discharged 3 days later on plavix and aspirin. The patient expired in a care facility and withdrew from the study prior to his death. The cause of death was listed as cardiopulmonary arrest and congestive heart failure. There was no autopsy.

Manufacturer narrative:
The complainant indicated that the device will not be returned or evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.